Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed internal leakage test failure, has been caused by nozzle unit of gas module. The technician check the nozzle (not specified which one) and reassembled into the module, the device was returned for use. There were no further failures. The issue can be confirmed in provided devices logs. At the date of event, multiple test failures are visible: internal leakage test, pressure transducer test (with monitor subtest). The pressure transducer test failure has been caused by leakage from nozzle unit and it is seen as consequences of it. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. In the complaint investigated herein, the decision had been made based on available information about nozzle unit being faulty, which in case of replacement of that part is representing a reportable event. In the further process of complaint handling it has been clarified that the issue was solved by adjustment of the nozzle unit, which is not consider a safety related. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).